Manufacturer narrative:
Analysis of both of the leads found no significant anomalies, but that the electrode on the distal end was pulled out or off.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3550-39, product type: accessory. Product ID: neu_silicone anchor, product type: accessory. Product ID: 3708140, serial# (B)(4), product type: extension. Product ID: 3550-39, product type: accessory. Product ID: neu_siliconeanchor, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
A healthcare via a manufacturer representative reported that the patient's lead fractured and was explanted. The lead fractured during a revision and only part of the lead was explanted. The impedances were checked and they were out of range on multiple contacts. The leads were replaced and the issue was considered resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.